Event description:
I gave birth to my 4th child (B)(6) and had the depo shot the day after, I had a light period since the day she was born and while they placed essure weeks later which is normal for me after giving birth. After essure was placed I had heavier bleeding for almost 6 months and very painful cramping, which my ob prescribed premarin to stop the bleeding. After a vaginal ultrasound I was told I had adenomyosis. I have never had problems with depo shots and I've had them after each of my children for 2 doses. My ob told me I will need a hysterectomy and I am only (B)(6). I am extremely tired as soon as I wake up and have to fight to stay awake all day to care for my 4 children, my ovaries are twitching constantly, feeling like a child moving around in there and pregnancy tests all come back negative. I've taken a few that came back with a faint but visible positive line then negative a few weeks later. I got essure because I had no one to help me while I recovered from getting my tubes tied and now I have to have someone help keep me awake during the day. My ob immediately said it was not essure related but only did an ultrasound and no other tests and I was not having any of these problems until after essure was placed. I now have a period every 2-3 weeks and the cramping is so bad I cant get out of bed and get extremely nauseous.